Manufacturer narrative:
Additional information: medtronic received notification that the physician did not follow all the steps outlined in the instructions for use(IFU) when withdrawing the visi-pro stent delivery-system. Specifically, the IFU indicates that if the stent was not deployed then the delivery balloon should be inflated to 1atm and that the sheath and the stent/delivery assembly should be withdrawn together. Information received is that the physician did not follow these steps.

Event description:
It is reported that the physician was attempting to treat a patient at the superior mesenteric artery using a visi-pro stent. The lesion type was described as ¿plaque¿. After placing the stent in the body, the physician realized it was too long for the lesion site. When attempting to remove the device, the stent came off. A snare was used to retrieve the stent. The physician then switched to a .014 wire and an unknown cardiac stent was deployed. No further patient complications reported.